Event description:
It was reported that the aseptic battery housing opened unexpectedly during setup at the customer. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the aseptic battery housing opened unexpectedly during setup at the customer. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, housing cover opened, was not duplicated; however, it was confirmed the delrin ball detent was worn by an engineer through visual inspection. A worn or missing delrin ball may allow the lid of the housing to open unintentionally. Possible causes include wear due to extended use, mechanical damage, or degradation due to extended autoclaving. The device was discarded by the manufacturer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.